Manufacturer narrative:
During troubleshooting, tac instructed the customer to look at the lens with a magnifying glass. The customer had a high magnification microscope and said the lens was not scratched or worn, but was blurry looking on the inside of the scope. Tac informed the customer of a possible fluid invasion and stated the scope has been discontinued. The customer was educated that the scope needs to be totally submerged in disinfectant or they risk patient infection. Later the physician provided he was able to see material on lens and he cleaned with alcohol which cleared up the image enough to proceed with the planned procedure. The device history record was unable to be reviewed for this device has been discontinued and it has been over 15 years since the subject device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with instructions for use. This event can be prevented/detected by following the instructions for use which state: precautions: "an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the image on the scope was blurry. The event occurred during preparation for use in an unspecified diagnostic procedure. There was no reported patient harm, or injuries related to this event. During troubleshooting, the olympus technical assistance center (tac) found the device was likely reprocessed with the different procedure from the instruction manual. This report is being submitted for incorrect reprocessing.